Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Customer's blood glucose level was 154 mg/dl. Reportedly, customer applied additional pressure to the syringe plunger, filled the cartridge, continued to use the existing supplies, and resumed insulin successfully.